Event description:
It was reported that there was a force sensor bridge test error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 25-aug-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. The cause of the reported issue was traced to a faulty printed circuit board (pcb) after replacing the force sensor. The main pcb was replaced to address this issue.